Event description:
In 2009, it was reported that pt was implanted with an eon ipg and percutaneous leads in 2007. Due to migration of the percutaneous leads, the system was revised the month prior to original date. During the revision, the physician removed the percutaneous leads, and placed surgical lead at t8-t9 and replaced the eon ipg with an eon mini ipg. The explanted system was discarded and not returned for eval. It was reported no MRI was performed to confirm the space before surgical lead revision the same day, and that post-op, the pt was unable to move foot. It was reported the following day, the system was explanted and discarded. It was reported a CT myelogram was performed. One physician stated there was a hematoma, and the other physician stated the dura was bruised. It was reported during explant the physician did not remove a hematoma. The explanted system was discarded and not returned for eval. Three days after the original date, it was reported pt has paralysis in right leg from knee down and has developed foot drop to the right lower extremity. Follow-up with physician will be provided when obtain.

Manufacturer narrative:
Evaluation: device history record and sterilization record were reviewed, no anomalies were found. Results: all records reviewed were found to meet specifications. Conclusion: device not returned. The cause of the reported complaint could not be determined from the review of the device history record and sterilization record. Ans inc. Has limited info related to the pt's medical history and is unable to form a medical opinion as to the relevancy of the pt's history to the event reported. Ans inc. Defers to the pt's physician regarding medical history.